Event description:
It was reported the customer expected a different track analysis. The defibrillator discharged correctly therapy. Additional details have been requested. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that customer expected a different track analysis. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips third party service engineer and with an investigation documented by philips complaint handling. Based on the results of the analysis, the product malfunction was unable to be confirmed. Service engineer did not respond to gfe (good faith effort) requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.